Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed unexplained pump reboots. The battery compartment was found to be cracked on the sides from the threads to the cover. The returned battery cap had stripped threads and was unable to fully attach to the pump. The pump reboots were duplicated with the returned battery cap. The new test battery cap was able to attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during this pump. The pump cover was removed and there was no evidence of interruptions duplicated during this time. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. Unrelated to the original complaint, the display screen had a pinkish contrast. The keypad was found to be peeling up at the ok key. All the keys were responsive to user presses. The keypad cover was removed and there was no contamination found under the contacts. (B)(4).